Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported per field service report: pump was on patient. Symptom - not pumping correct balloon volume. B/u reads 2.5cc with 40cc intra-aortic balloon. Findings / action taken: reset connector from interface block to I/o panel. B/u now reads correct. B/u checked at 30/40/50 cc all within specification. Functional check was performed. Software level: 2.24 additional information received from the biomed stated that the pump was exchanged off the patient without incident.

Manufacturer narrative:
(B)(4). Evaluation: no parts or recorder strips were returned for evaluation. A device history record review was conducted for the iap serial/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "the pump was not pumping the correct balloon volume" was confirmed. The field service engineer checked the pump and reset the connector from the interface block to the I/o panel. This solved the issue.

Event description:
It was reported per field service report: pump was on patient. Symptom - not pumping correct balloon volume. B/u reads 2.5cc with 40cc intra-aortic balloon. Findings / action taken: reset connector from interface block to I/o panel. B/u now reads correct. B/u checked at 30/40/50 cc all within specification. Functional check was performed. Software level: 2.24. Additional information received from the biomed stated that the pump was exchanged off the patient without incident.